Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominal testicular resection surgical procedure, the 8mm monopolar curved scissors (mcs) instrument exhibited a detachment of the insulation layer, and a risk of electrical leakage in this area was noted. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information: the damage was observed on the instrument on section 2. There were no fragments that fell off. The tip cap attachment was discarded at the end of the surgery. An image has been provided for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have scratch marks on the orange plastic section of the tube extension. Tube extension scratch marks measured roughly 6.40mm x 0/45 mm. There was no material missing. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.